Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the ra lead was capped and replaced.

Manufacturer narrative:
Notify date MDR number 2649622-2019-12949 should read (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was further reported that noise on the ra lead caused an inappropriate mode switch. Noise was confirmed to not be due to electromagnetic interference. The ra lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.